Event description:
A mckinley medical service tech identified a reportable malfunction during functional testing of an electromechanical ambulatory infusion pump. The pump was returned to mckinley for service to a damaged clamp bar. The pump failed the fluid-delivery test under delivering.